Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultrasmart meter kit was missing test strips. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6), 2010, the pt noted, the new reported meter system kit was missing test strips; she was unable to test her blood glucose level. During this time period, the patient took her usual regimen of insulin. On (B) (6), 2010, the pt experienced the symptoms of shaking, sweating and rapid heartbeat. She did not seek any medical attention or treatment. Troubleshooting revealed there was no missing product in the meter kit; the kit is no longer packaged with test strips included. The meter, test strips and control solution were replaced. There was no malfunction as the meter kit is no longer packaged with test strips included. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to not having any test strips. Therefore, this complaint is being reported.